Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening crack and creases flat. Leak test and microscopic analysis was performed which identified opening crack on valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.